Manufacturer narrative:
(B)(4). Final analysis found all damage was sustained during procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead was noted to be fractured. The lead was explanted and replaced. No further information was available.